Manufacturer narrative:
H6- investigation type: 4110- lens work order search- no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4) - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicmo12.1 implantable collamer lens, -06.50 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced within the same surgery for another same model/length lens and the problem was resolved. Cause of the event was unknown.